Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimul ator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the rep is trying to troubleshoot with patient over the phone. Reports patient has been trying to charge, the recharger would pick up for maybe 5 seconds and then loses it. Caller do not know if the micro device is implanted in the same pocket as the previous device or what the ins pocket site looks like. Rep reports the recharger now picks up the ins for about 1 min and then loses connection. The rep reports patient lives about 3 hours away and the son is there to help patient. Caller reports a while ago, the handset would have issue connecting to the recharger. It was also reported that when recharger was not connected to the handset, the recharger was pulsing green as it should, like it was charging the ins. Technical support suggests assessing ins pocket site. 2020-dec-08 additional information was received from the rep: the recharging issues began within the past few weeks prior to call. The patient could not ever charge without losing connection. The patient did have a fall, but was not sure if that caused the current issues. The cause of losing recharge connection was not determined, they think it may be due to either user error or the neurostimulator being too deep. The rep did troubleshooting with patient and her son for roughly an hour. Reset recharger, reconnected charger to handset but the issue was not resolved. The patient will follow up with healthcare professional in the next 3-4 weeks for assessment. There may possibly be surgical intervention, the patient was not able to charge to 100%. The rep also did troubleshooting for an hour over phone, but the issue was still not resolved. No symptoms/patient complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient on (B)(6) 2020. They had interrogated the patient's device and had done troubleshooting. The patient was not able to charge their device to 100%. No x-rays were taken, but the ins depth was approximately 2-3 cm in the upper buttock. The ins was in the old pocket that was created for their previous implant. The device was palpable and was rotating. The cause of the recharging connection issues was that the device was placed in the original pocket and the device was rotating inside the pocket. It was determined that surgical intervention would need to be taken, as the pocket needed to be revised.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep): the rep indicated that it was unsure if the device was tilted or flipped. The rep stated that removal was planned with another doctor, but unknown when or who is the provider. The rep stated the cause has been determined and patient is having device removed. The device is still in patient and therapy not used. Hcp of the event was notified of the event.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.